Event description:
During baxter's evaluation, it was found that a spectrum pump had upstream occlusion alarms in the event history log. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Eval confirmed upstream occlusion alarms in the event history log. The pump passed upstream occlusion testing per baxter's service procedure. The pump was calibrated to ensure proper occlusion detection.